Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, a definitive conclusion cannot be made regarding the clinical observation. Multiple written requests for additional information were made to the physician involved in this event, but no new information was received. If the device is received for analysis, or if additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days after this valve was implanted, the patient expired. No cause of death was provided, and no device involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.